Event description:
It was reported the case has physical damage. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken and contaminated. It was also noted that the battery release, heart block, lead flex cover, two printed circuit board (pcb) screws, heart wire contacts, display, and main pcb were contaminated, the battery drawer was out of specification, the battery contacts were compressed, one board connector cable was out of specification (torn), and the ring cover, two side bail covers, ring, and two side bails were missing.